Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1jc7c serial# implanted: 2018-(B)(6) explanted: 2018-09-20 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient called with increased symptoms of their bladder on (B)(6) 2018 and was instructed to try all four programs in their programmer. It was noted that there was no determination as why the patient became unhappy with the therapy and why they began to feel increased bladder symptoms. The patient responded to 2 of 4 electrodes and the lead replacement was to improve responses to 4 of 4 electrodes; it was noted the lead will not be returned, no impedance was shown, and the lead had not migrated. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the device wasn't working. "No impedance, but no motor responses with two of four electrodes" so the healthcare provider (hcp) decided to replace the lead. Patient demonstrated motor responses with all four electrodes under 2.0v. No further patient complications have been reported as a result of this event.